Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having a lump or thickening in or near the breast or in the underarm area (side unspecified). This record represents the patient's left side device. Device was explanted

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28-jan-2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule.

Event description:
On the patient's annual questionnaire for the bifs study, the patient reported having a lump or thickening in or near the breast or in the underarm area (side unspecified). This record represents the patient's left side device. Device was explanted.